Event description:
On 9/17/91 pedicle screws and rods were implanted in rptr's back during spinal fusion and bone graft surgery. After ten months of disabling pain they were removed and rptr had to have another bone graft, refusion and nerve decompressed. The pain is still present constantly.